Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered retracting this atrial lead helix. In addition, visual inspection revealed the silicone collar appeared wrinkled. A decision was made to replace this lead. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's (B)(4) laboratory, visual inspection of the lead¿s electrode end found dried blood around the base of the helix mechanism, extending into the helix housing. The insulation was twisted between the anode ring and the helix housing, confirming the reported clinical allegation. In addition, an x-ray revealed the cathode conductor coils are fractured from the terminal pin. Analysis concluded the fracture was likely induced during the procedure.